Manufacturer narrative:
Initial troubleshooting by the distributor at the customer site did not resolve the issue, although the device was able to successfully complete calibrations and testing. The customer provided the device logs for review, that confirmed the occurrences of the alarms. The device underwent multiple tests and confirmed that the procedure was performed correctly. Additionally, the testing included completion of a 2-point o2 calibration and o2 flow verification, with measured values within expected specifications. It was confirmed that the device was not ventilating a patient at the time of the reported alarms. As the issue could not be reproduced during evaluation by the distributor, and all functional testing and verifications passed within OEM specifications, no hardware failure could be confirmed. The claim will be closed as observed in the log recordable error.

Event description:
Customer stated that the device is experiencing technical failure 388 and 271. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. G4. PMA / 510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k.